Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a left lower extremity cellulitis. During the admission patient was found to have significant drainage at the exit site. Culture on (B)(6) 2019 tested positive for corny bacteremia. Patient was started on antibiotics, vancomyocin. Patient later experienced an acute kindey injury due to overdiuresis and antibiotics. Status improved with volume resuscitation. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and patient condition as well as a direct correlation to heartmate3 lvas, serial number (B)(6), could not conclusively be determined. The account communicated that the patient was admitted on 06nov2019 for left lower extremity cellulitis. During the patient¿s admission, he was found to have significant drainage at his driveline exit site. Cultures taken on 06nov2019 were positive for corny bacteremia. The patient was started on antibiotics but later experienced an acute kidney injury due to over-diuresis and antibiotic treatment. The patient¿s status reportedly improved with volume resuscitation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.